Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft1016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6) 2022, the vascular access team was called regarding PICC breakage. The PICC site was assessed and it was noted that the white lumen of the dual lumen PICC was broken off at the junction of the extension leg and luer hub. Blood was noted in the line. The PICC had been clamped. The PICC was removed without difficulty. Total catheter length was confirmed upon removal. Occlusive sterile dressing was applied to the PICC site."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. A complete break was observed in the clear extension tubing and the white luer adapter was not returned for evaluation. Microscopic inspection of the break in the extension tubing revealed a dully granular break surface. Beach marks, radiating tear marks and deformation were observed throughout the break surface. Material buckling was observed in the vicinity of the break. The break features and material buckling were consistent with material failure due to fatigue. Material fatigue occurs when repetitive mechanical stresses such as twisting and kinking cause a fracture to gradually form and propagate. The location of the damage suggested that access and maintenance techniques may have contributed.

Event description:
It was reported "on 3/21/22, the vascular access team was called regarding PICC breakage. The PICC site was assessed and it was noted that the white lumen of the dual lumen PICC was broken off at the junction of the extension leg and luer hub. Blood was noted in the line. The PICC had been clamped. The PICC was removed without difficulty. Total catheter length was confirmed upon removal. Occlusive sterile dressing was applied to the PICC site.".